Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 50mg/dl. The customer put the insulin pump on suspend. The customer also reported receiving meter blood glucose level now alarm, lost sensor alarms as well as calibration error alarms. Troubleshooting occured. No additional information was provided.